Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of a pouch. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped and no damages were noted on it, the support coil and gripper were found outside of the introducer and no damages was noted on them while the embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ could not be evaluated due to the embolic coil was not received for evaluation. Additionally inspections are in place as per 637mi021 rev. 26 that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
When the surgeon positioned the coil (15773650, 637mf0202) found that the coil had stretched. The surgeon withdrew it and changed new coil to complete. No adverse event on the patient.

Manufacturer narrative:
When the orbit coil (637mf0202/15773650) positioned it was noted that the coil had stretched. The device was withdrawn and changed to a new coil to complete the procedure. It was reported that there was no adverse event associated with the event. No further information regarding clinical/procedural factors related to the event is available. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a pouch. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped and no damages were noted on it, the support coil and gripper were found outside of the introducer and no damages was noted on them while the embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil could not be evaluated since the embolic coil was not received for evaluation. No further information was received in response to investigational efforts to confirm if the coil remained attached to the delivery system after removal from the patient. However, it was reported that the device was removed from the microcatheter and based on the support coil and gripper received outside of the introducer this would have been readily visible to the user with no report of coil detachment. Based on this is appears that the coil detachment would have occurred post procedural use in the patient. With review of the device history records there is no indication of any manufacturing issues related to the event and based on the lack of procedural information, no conclusion can be made regarding possible contributing procedural/clinical factors. Additionally inspections are in place to prevent this type of failure on devices leaving the facility and the device labeling describes potential procedural device usage that may contribute to stretching damage. Therefore, no corrective actions will be taken at this time.